Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet completed. Additional information will be submitted within 30 days of receipt.

Event description:
The patient's age was unknown but was a male. A target lesion was the left circumflex branch. The lesion was a de novo. The vessel was heavily calcified and highly tortuous. There was 99% stenosis. Pre-dilation with a balloon (lacrosse 2.0/10mm) was conducted without problem. The cypher (2.5/28mm) was being delivered to the target lesion, but physician encountered a large amount of friction within the guiding catheter (heartrail il3.5) and the cypher became stuck. Therefore the physician retrieved the cypher from the guiding catheter (gc) and he confirmed the stent to be flared at the distal end and stopped using the cypher. A different stent (taxus 2.75/28mm) was implanted using the same gc and the procedure was finished successfully. There was no patient injury reported.